Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to high blood glucose level on october 3, 2021. Customer¿s blood glucose level at the time of hospitalization was 1044 mg/dl and customer's current blood glucose was 105 mg/dl. Customer reported symptoms like confusion, not feeling well, thirst, frequent urination and diarrhea at the time of hospitalization. The customer was treated with intravenous insulin drip for high blood glucose. The insulin pump will not be returned for analysis.